Event description:
It was reported that the patient experienced fatigue and during follow-up no ventricular capture at maximum output. There was also high and low impedance. Fracture was suspected however, according to the physician and technician no signs of fracture were seen in fluoroscopy. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).